Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's implantable neurostimulator (ins) was implanted recently however, battery capacity was only 13%-28%. Next day it was 26%-44%. Impedances were measured, and the results showed all the monopolar values are 499ohms and the bipolar values are 1016ohms. The impedance values were not all identical, there is some variation. It was advised that they try to get a better measurement by adjusting the parameters, increasing amplitude, increasing pulsewidth, or decreasing pulsewidth. However, the electrode impedance values don't directly impact the capacity or longevity values.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After further review, it was determined that the information in this MFR report pertains to MFR report # 3004209178-2025-01166. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.